Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. D3 (manufacturer fax) & g1 (manufacturer contact fax number) has been added as these were omitted from the initial mw submitted. Asae / hematoma/ minor bleed : the cause of the access site adverse event was use related per clinical details that the repo sheath was not placed properly with angle matching and the patient was moving frequently.

Event description:
The complainant reported upon request that the pump has been discarded and is no longer available.

Manufacturer narrative:
B5 updated. The investigation is ongoing.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a (B)(6) male patient presenting with post-cardiotomy cardiogenic shock (pccs), scai stage e, with a history of prior coronary artery bypass grafting (CABG), known coronary artery disease (cad), diabetes mellitus (dm), and renal insufficiency. During support, the patient developed bleeding at the groin access site, with a hematoma noted following catheterization. The patient was awake and moving frequently, which may have contributed to access-site instability. Hemostasis was achieved with manual pressure, and the patient remains on support. The reported hematoma is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support, which are known risks described in the instructions for use. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.